Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It had a cracked display window corner, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 168 mg/dl. The customer stated that the insulin pump was exposed to water while she was rafting. The device was returned for analysis.